Manufacturer narrative:
The patient¿s gender was not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while in the emergency room (ER) for a non-lvad related issue, it was observed that the patient¿s lvad was off. All four 14-volt batteries and 11-volt internal batteries were depleted. The patient¿s device was connected to a power module and the device was restarted without issues. No additional information was provided.